Event description:
It was reported by a customer that on (B)(6) 2010 there was significantly diminished fiber vaporization at 8,300 joules. No patient injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber was broken proximal to the glue zone where the fiber cap was detached. The shrink tube was melted and burnt. Based on the analysis findings the fiber/cap conditions would result in forward firing. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.